Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the stylet was still inserted in the lead's body and the helix was retracted, and the insulation of the neck region was slightly twisted. Electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the elevated thresholds.

Event description:
Boston scientific received information that this right ventricular (rv) lead steadily increased its pacing thresholds and was explanted as result. A new rv lead was implanted. There were no additional adverse effects reported.